Event description:
It was reported that during a ptca/stent procedure a distal dissection occurred. An attempt to treat the dissection with another stent was unsuccessful. The pt was sent for surgery and reportedly is stable.